Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy an optical sensor failure occurred. The failure persisted even after troubleshooting measures were attempted. The central lumen was capped therefore the emergency service specialist informed the customer to try a radial line to monitor pressures. The iab pump was placed in semi-auto mode to lessen the alarms and the fiber optic cable was disconnected. The physician was scheduled to remove the iab on the day of the event. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering more than half of the balloon. The optical fiber was found to be broken within the membrane approximately 24.4cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported alarm. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter or patient movement may cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an optical sensor failure occurred. The failure persisted even after troubleshooting measures were attempted. The central lumen was capped therefore the emergency service specialist informed the customer to try a radial line to monitor pressures. The iab pump was placed in semi-auto mode to lessen the alarms and the fiber optic cable was disconnected. The physician was scheduled to remove the iab on the day of the event. There was no reported injury to the patient. .